Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital hemorrhage ('gen. Abnormal. Bleed') in a 37-year-old female patient who had essure (batch no. 629298) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no." The patient's medical history included scoliosis, gerd, mobility decreased, spinal operation, weakness, radiculopathy, anemia, gastroesophageal reflux, morbid obesity and gastric bypass. Concurrent conditions included itching, vaginal itching, chronic lumbago and anemia. Concomitant products included celecoxib (celebrex), cyclobenzaprine, diazepam (valium), famotidine, ferrous sulfate (ferrous sulphate), macrogol, norethisterone (nor-qd), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), ranitidine, tapentadol hydrochloride (nucynta) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal hemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression/psych injury"), anxiety ("mental anguish") and back pain ("lower back area pain"), 27 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, genital hemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and alopecia ("alopecia"). Essure treatment was not changed. At the time of the report, the device dislocation, genital hemorrhage, vaginal hemorrhage, menstrual disorder, menorrhagia, depression, anxiety, back pain, abdominal pain and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, genital hemorrhage, menorrhagia, menstrual disorder and vaginal hemorrhage to be related to essure. The reporter commented: left - 4 loops of the spring were visible at termination right tube with 5 loops of spring visible at termination. Received treatment for psych injury : no lot number: 629298. Manufacturing date: 2009-01. Expiration date: 2012-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed') in a 37-year-old female patient who had essure (batch no. 629298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included scoliosis, gerd, mobility decreased, spinal operation, weakness, radiculopathy, anemia, gastroesophageal reflux, morbid obesity and gastric bypass. Concurrent conditions included itching, vaginal itching, chronic lumbago and anemia. Concomitant products included celecoxib (celebrex), cyclobenzaprine, diazepam (valium), famotidine, ferrous sulfate (ferrous sulphate), macrogol, norethisterone (nor-qd), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), ranitidine, tapentadol hydrochloride (nucynta) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression/psych injury"), anxiety ("mental anguish") and back pain ("lower back area pain"), 27 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and alopecia ("alopecia"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menstrual disorder, menorrhagia, depression, anxiety, back pain, abdominal pain and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, genital haemorrhage, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: left - 4 loops of the spring were visible at termination right tube with 5 loops of spring visible at termination. Received treatment for psych injury : no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2021: mr received. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed') in a 37-year-old female patient who had essure (batch no. 629298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included scoliosis and gerd. Concurrent conditions included itching, vaginal itching, chronic lumbago and anemia. Concomitant products included celecoxib (celebrex), cyclobenzaprine, diazepam (valium), famotidine, ferrous sulfate (ferrous sulphate), macrogol (polyethylene glycol), norethisterone (nor-qd), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), ranitidine, tapentadol hydrochloride (nucynta) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression/psych injury"), anxiety ("mental anguish") and back pain ("lower back area pain"), 27 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), alopecia ("alopecia"), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, alopecia, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, genital haemorrhage, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: left - 4 loops of the spring were visible at termination right tube with 5 loops of spring visible at termination. Received treatment for psych injury : no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporter added. Event : abdominal pain, gen. Abnormal. Bleed added. Event verbatim updated to depression/psych injury. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a (B)(6) female patient who had essure (batch no. 629298) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included itching, vaginal itching, chronic lumbago and anemia. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 27 days after insertion of essure, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and back pain ("lower back area pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, alopecia ("alopecia") and menstrual disorder ("menstruation issues"). Essure treatment was not changed. At the time of the report, the device dislocation, alopecia, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, device dislocation, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: left - 4 loops of the spring were visible at termination; right tube with 5 loops of spring visible at termination. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: plaintiff fact sheet received. Event lower back area pain was added. Event onset date was updated. Concomitant drug was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.